Event description:
It was reported that the balloon ruptured. A 2.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the balloon ruptured, and the procedure was successfully completed with another agent device. There was no patient complication reported, and the patient was stable.